Event description:
Facility reported that there was a blood leak on a 19th use dialyzer. Ebl > 100cc. There was no injury to the pt and treatment was resumed using a new dialyzer without further problems. A sample envelope was sent to the clinic on 12/16/96.